Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter phone # (B)(6). Investigation summary: bd received 21samples and 4 photos for investigation. Among the four customer photos provided, one shows a device with the sleeve not properly recovered over the np cannula and blood leakage in the holder. Out of the 21 samples received, 10 returned samples were randomly selected and subjected to functional tests. All samples passed testing with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.